Event description:
Advocate stated at 4:00am she found her husband unconscious. She tested his blood glucose on the contour next link and the reading was 126mg/dl. She gave him 30g of liquid glucose. He did not respond and an ambulance was called. Paramedics retested the patient and the reading was 35mg/dl. They gave the patient dextrose and some type of medication. After a few minutes he felt better and no further treatment was needed. The advocate was advised to return the strips for evaluation. New strips and meter were sent to the customer. Strip information was not provided.